Manufacturer narrative:
Isi received the da vinci product to perform failure analysis (fa). The force bipolar instrument was analyzed and fa confirmed customer reported complaint. The instrument was found with a broken main tube. Pieces measuring proximately .1590¿ x .1665 and .2195" x 0.0785 were not returned with the instrument. The probable root cause of a broken/cracked main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This complaint is being reported due to the following conclusion: failure analysis observed that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, an 8mm force bipolar instrument broke and the surgeon was not able to take control of the instrument at all. It was mentioned that instrument tip broke. The reporter stated they removed the instrument and exchanged out with backup of the same kind to proceed with the procedure. There was no reported injury. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information; however, no further details have been received as of the date of this report.